Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was between 650 and 700 mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection. The customer changed supplies and resumed insulin therapy.